Event description:
Per (B) (4) adverse event report, during threshold testing at a follow-up visit, both the rv and lv leads showed signs of diaphragmatic stimulation. A chest x-ray was performed and at a subsequent follow-up, the physician expressed concerns about perforation. There was no evidence of a pericardial effusion. Since this patient was reported to have an infection of the ICD pocket, the physician elected to remove these leads and the rest of the system from service. The system has been retained by the hospital. Should additional information become available, this event will be updated. System removed for infection: lumax 540 hf-t, (B) (4), MDR 1028232-2010-01697. Setrox s 53, (B) (4), MDR 1028232-2010-01698. Linox sd 65/16, (B) (4), MDR 1028232-2010-01700.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.